Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Liquid flow cleaning is performed weekly; this was last performed on 17-jun-2019. Qc was within range. Annual maintenance was performed on 17-jun-2019; pinch tubes were replaced and syringes were checked. The field service engineer (fse) completed instrument performance testing. The results initially failed on 20-jun-2019. The fse readjusted a measuring cell. The fse also replaced the sample and reagent probes. On 24-jun-2019 instrument performance testing results passed. The customer has not complained of any further (B)(6) results.

Event description:
The initial reporter complained of (B)(6) results for 3 patient samples tested for elecsys anti-hcv ii immunoassay (anti-hcv ii) and 4 patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas 6000 e 601 module. No questionable results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-hcv ii reagent lot number was 40013901. The expiration date was not provided. The hbsag ii reagent lot number was 37329501. The expiration date was not provided.